Event description:
The customer reported via phone call that their sensor had inaccurate readings. The customer also reported passing out from a low blood glucose event. Customer's blood glucose was 67 mg/dl and their sensor glucose read 95 mg/dl. It was found the customer did not receive low alerts when they were low. The customer's blood glucose was 33 mg/dl during this event. Customer also reported their blood glucose rose to 400 mg/dl in one event after not treating their body with insulin the night prior. The customer declined to troubleshoot for the low and high blood glucose events. The customer was advised that the device would be replaced. Customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.